Manufacturer narrative:
(B)(4) d10 - associated medical devices: oxf uni tib tray sz c lm PMA; item# 154722; lot# 66714406, oxf anat brg lt md size 5 PMA; item# 159549; lot# 588490. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient initially underwent a left knee arthroplasty. Subsequently, the patient underwent a revision surgery converting the unicompartmental knee arthroplasty to a total knee arthroplasty due to medial knee pain and an overhanging tibial implant. Attempts have been made and no further information has been provided.